Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, the pump battery was observed to be depleting rapidly. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issues; however, no additional information could be obtained.